Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after feeling vibratory alert. High lead impedance and oversensing were noted on the ra lead. The lead was capped and replaced. The patient was in good condition following the procedure.